Manufacturer narrative:
Infusion set is not a tandem manufactured product. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 230 mg/dl, and the meter bg reading was 829 mg/dl. Additionally, the infusion set cannula was bent. The customer was hospitalized for diabetic ketoacidosis and treated intravenously with saline and insulin. The customer was released from the hospital on (B)(6) 2020 with issue resolved and no permanent damage.